Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the pump was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump would not alarm when there was an occlusion. Mmdg did follow up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).